Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. Additional information, including patient notes, post primary and pre revision x-rays, explant and reason for revision were requested in order to progress with this investigation. The relevant device manufacturing records have been retrieved and reviewed and it was found that the parts associated with the report conformed to material and dimensional specification when manufactured. The explants were examined at corin. The corin cormet and optimom devices had been coupled with the a non-corin taper adapter sleeve. At this time it cannot be determined if these devices may have caused or contributed to the patient's experience. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after 9 years. Reason for revision was given as pain, aceatabular osteolysis and metallosis.